Event description:
It was reported that the ventricular lead fractured. The lead was explanted and replaced. The patient was in normal condition.

Manufacturer narrative:
Final analysis found insulation abrasion breaching the outer insulation at 5.3cm to 6.3cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart. (B)(6).